Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered the too large of a bolus requested. The customer's blood glucose (bg) level was 80 mg/dl. Review of the pump data logs by tandem technical support verified the bolus was manually requested by the customer and pump was working as intended. Customer acknowledged information.